Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress, recurrence and a product problem. The plaintiff also experienced urinary problems, pelvic discomfort, inflammation in retroperitoneal space, persistent incontinence, frequency, uterovaginal prolapse, painful to void, urinary urgency, vaginal pressure, pelvic pain, nocturia, bulging in the vagina, bladder spasms, burning with urination and lower abdominal pain. Furthermore, it was reported that the plaintiff died. The cause of death was reported as cardiac arrest, septic shock and alcoholic cirrhosis of the liver. Related to manufacturer report #: 2183959-2014-48249.

Manufacturer narrative:
(B)(4). Lawyer-filed report.